Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend instrument was found to have a grip ring dislodged. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Root cause attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend instrument worked one time and then the instrument could not open the jaws. The customer removed the instrument from the system and tried to open the jaws using the black switch but they would not open. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.